Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b18, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the catheter tip melted due to insufficient thermography in the cavernoma. After the case, the integrity of the catheter was checked, and there was a leak at the tip. The catheter tip was deformed to a larger diameter than could fit through the bone anchor, so the bone anchor was removed together with the catheter. It was noted that the ablation was done at two sessions. The first ablation time was thirty eight seconds at 70%. The second session after the catheter was pushed in, there were three lasers on at 65% in twenty seconds, seventeens seconds, and fifty one seconds. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H2, correction: section e updated with occupation as it was missed in the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6) (rep, hcp, for): medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the catheter tip melted due to insufficient thermography in the cavernoma. After the case, the integrity of the catheter was checked, and there was a leak at the tip. The catheter tip was deformed to a larger diameter than could fit through the bone anchor, so the bone anchor was removed together with the catheter. It was noted that the ablation was done at two sessions. The first ablation time was (B)(4). The second session after the catheter was pushed in, there were three lasers on at ((B)(4). There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.